Event description:
Edwards received information that this pulmonary valved conduit was explanted after twelve (12) years, one (1) month due to lv-pa conduit stenosis. This was replaced with a 25mm valved conduit. There were no complications the patient was later discharged.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.